Manufacturer narrative:
Concomitant devices: serial number item number and full description (B)(6) 02-020-11-0320 - truliant femoral component (B)(6) 02-022-45-2020 - truliant fit tibial tray (B)(6) 200-02-32 - optetrak 3 peg patella the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 57 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and device failure. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.